Event description:
On (B)(6) 2025, a patient (pt) called to advise that 3 right eye trial (od) acuvue® oasys max 1-day brand contact lenses (cls) ¿infected the od.¿ the pt¿s eye care professional (ecp) provided an antibacterial ointment (name not provided) yesterday. The pt reported waking up today with red and swollen od with ¿double vision¿ with the cl on. The pt is currently in the emergency room (ER) for evaluation. On 20nov2025, the pt provided additional medical information. The pt is currently in the ER because the neomycin/polymyxin b/dexamethasone prescribed by the ecp to use four times daily (qid) ¿made the od worse.¿ the pt reported that the ecp did not provide a diagnosis of ¿infection¿ and only saw the red and swollen od. The pt is pending ER evaluation and will provide discharge papers by email. On (B)(6) 2025, the pt reported an admission to the hospital from thursday to sunday to receive IV antibiotics for ¿periorbital cellulitis.¿ with the additional medical information received from the pt on (B)(6) 2025, the event was determined to be a serious adverse event. On (B)(6) 2025, the pt provided additional information. The pt reported that the ¿first doctor did not diagnose the pt with anything,¿ as the ecp mentioned ¿eye infection¿, but was not sure and prescribed the antibiotics previously reported. The pt reported after using the medication, the od did not get better, so the pt went to the ER for evaluation. The pt was admitted to the hospital for 3 days, then released. The pt reported weekly ecp follow-up visits and is doing ¿much better.¿ the pt no longer has double vision but currently reports some ¿blind spots¿ when looking to the sideand was advised it should resolve. The pt has a follow-up visit with the ecp in 2 weeks and agreed to send additional information. The discharge summary dated (B)(6) 2025 was provided. The pt was seen due to right eye swelling and vision change. A cat scan of the pt¿s orbits revealed right periorbital soft tissue swelling may reflect a preseptal/periorbital cellulitis. No CT evidence of a postseptal/orbital cellulitis. No trauma to eye, patient removed eye contact. The pt was started on IV unasyn and was seen by ophthalmology. The pt was diagnosed with dacryoadenitis with lacrimal gland abscess, right. MRI with ring enhancing lesion in lacrimal gland concerning for abscess. Overall, the infection appears to be much improved. The pt was placed on polytrim 4 times daily in addition to artificial tears. Will transition IV unasyn to augmentin to complete the antibiotic course. Will continue other eyedrops as well. Will need to follow-up ana by ifa reflex, angiotension converting enzymes pending ro angioedema and anti-neutrophic cytoplasmic antibodies pending. Physical exam at discharge: eyes: general: no scleral icterus. Pupils: pupils are equal, round, and reactive to light. Comments: eye infection much improved. Issues requiring follow-up: pt to follow-up for the blood testing and with ophthalmology. On (B)(6) 2025, a call was placed to the pt¿s treating ophthalmologist for additional information. A representative verified the diagnosis and treatment per chart as h04.011- acute dacryoadenitis and h53.2- diplopia. No additional information has been received. The pt reported lot numbers 6252410101 and 6254330105 for the trial cls were worn during the time of the event. It is unknown which lot number was worn at the time the pt was diagnosed with od periorbital cellulitis. The pt¿s od event will be reported as an unknown lot number. A comprehensive review of the manufacturing records for lot number 6252410101 and 6254330105 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cls were discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 05jan2026, the pt provided additional information. The pt is doing :well" and the right eye (od) recovered after 3 weeks of antibiotics. The pt also got a new contact lens prescription. No additional medical information was provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.